Event description:
Event description boston scientific received information that this patient presented to an emergency room, for an unspecified reason, and his pacemaker system was interrogated. It was found that there was no capture, with high threshold measurements on the ventricular lead (4087). The caller did not know the impedance measurements.